Event description:
The implant card was received confirming the generator replacement on (B)(6) 2012, due to battery depletion with the near end of service status unknown. Lead impedance was okay following surgery. Attempts for product return have been unsuccessful to date.

Event description:
It was reported that the patient had a dead vns battery and was experiencing an increase in seizures. It is unclear when the increase in seizures first began, and if the device is at eos=yes (pulse disabled). The patient has a m103 generator which is designed to deliver stimulation as intended until eos=yes (pulse disabled). Attempts for additional information have been unsuccessful to date. The patient had generator replacement surgery on (B)(6) 2012. Attempts for product return have been unsuccessful to date.

Event description:
The explant facility provided the company representative all the explanted devices that they had available, but the patient's explanted generator was not included. Therefore, it was reported that the device was discarded by the hospital.